Event description:
Dr noticed a burning smell as she used the diode laser on patient's left eye and stated that something was not right. She then requested another probe, which worked to her satisfaction. She then checked the eye with the microscope and found a conjunctival wound & scleral burn which needed to be sutured. Upon inspecting the initial g-probe she stated that the fiber appeared to be outside the g-probe. ======================manufacturer response for laser probe, iridex (per site reporter).======================manufacturer requested both the probe and the laser it was used with for evaluation. Evaluation not complete at this time.======================manufacturer response for laser, iridex (per site reporter).======================evalutation in progress.